Event description:
A lifecor sales rep reports that several pins in the electrode belt connector are bent and they can't get the connector to screw down. Rep states the pins were ok the previous day when they were preparing device for a patient. Rep states that they straightened the pins with their badge pin and was able to connect the belt to the monitor. The patient was then able to download at home. A review of the downloaded data revealed no unusual flags. The electrode belt was replaced as a precaution. Awaiting return of the original belt.